Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2017 with the following findings: a review of the pump alarm history showed multiple consecutive cs054/cs052/cs012 communication failure alarms had occurred. During investigation, the pump powered on with auditory and vibration to a blank screen. The complaint of a blank display was duplicated during testing. The pump¿s cover was removed; no intermittent condition was found to the display circuit. Investigation revealed that a slave processor failure had occurred.